Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The daughter of the end user who states gets a 5 flash. It means right brake fault.